Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned, and an evaluation was completed. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely failure of the image sensor unit, the circuit board inside the video connector, or a malfunction on the system side caused the no image to occur. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿important information : please read before use. Precautions: caution: turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Precautions for disappeared or frozen endoscopic image: warning: follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. 3.8 "inspection of the endoscopic system" inspection of the endoscopic image: confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. 5.1 "troubleshooting" if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair.¿ also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and it was found that due to damage on scope connector, the image was not displayed. The evaluation found these non-reportable findings: due to damage on the suction connector that the image was not displayed, the suction connector had a scratch, the control unit had a scratch, the grip had a scratch, the up/down plate had a scratch, the angulation lever had a scratch, the switch box had a scratch, the insertion tube rotation ring had a scratch, the universal cord had a scratch, the suction connector had a scratch, the scope connector cover unit had a scratch, due to wear of angle wire, bending angle in up direction does not meet the standard value, and the connecting tube had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the elite bronchovideoscope monitor displayed no image. The issue was found during inspection for an unspecified diagnostic procedure. There were no reports of patient harm.